Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap cholecystectomy. According to the reporter:the roticulating handle of the device became loose making it difficult to use. The device was used in a patient. There was no patient injury. There was no unanticipated tissue loss. The device will be returned.

Manufacturer narrative:
(B)(4).